Event description:
According to the reporter "the sutures were breaking. There was no patient involved, and no complaint or no additional detail was provided."

Manufacturer narrative:
The device was returned for evaluation and suture tensile test and needle attachment testing was performed on the returned product. The product passed all tests and no nonconformities were found during testing. A review of the DHR for the lot was also performed and no issues were noted during the manufacturing and all finished goods testing requirements were met prior to lot release. This report and use of categorical definitions required by FDA 3500a does not constitute an admission by riverpoint medical, or its employees have caused or contributed to the event described in this report. Riverpoint medical has filed this information to comply with the medical device reporting regulation 21 cfr part 803. If additional information is provided to riverpoint medical regarding this event, a supplementary 3500a form will be submitted as required by the FDA.